Event description:
After 96 hrs of iab therapy, the pt awoke confused and anxious, sat up in the bed and had to be restrained. The pump alarmed kinked catheter. The pt was repositioned and dressing was changed. Blood was then noted in the tubing. The iab was removed and not replaced. No pt injury or further complications occurred.